Manufacturer narrative:
Returned to manufacturer on: unknown. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg "glucose-367587-low draw".